Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: january 5, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed the lens was cut in half. The lens was cleaned and inspected; no further issues were observed. During the product evaluation it was confirmed that the physical characteristics of the lens matched a dcb00 model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4: weight: unknown, information was requested but not provided. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that a preloaded monofocal intraocular lens (iol), model dcb00, was implanted in the patient¿s left eye. Post-operatively, the patient experienced refractive error and underwent a secondary surgical procedure to explant the lens. The replacement lens model and diopter is unknown. Pre-op refraction was plano -0.75 @164 with a target of -0.68. The patient had a pre-existing condition (status post photorefractive keratectomy) affecting calculation. No incision enlargement, vitrectomy, sutures, or procedural delays occurred. The patient recovered fully with no impact on daily activities; bscva remained 20/30 pre- and post-operatively. No post-op refraction for the replacement lens yet; healing well so far. Procedure followed directions for use, and no additional medical attention or medication beyond standard care was required. No further information available.